Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited a cloudy image due to damage on the charged couple device. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused for breakage of charged coupled device (ccd) unit due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: we confirmed that the operation manual describes how to inspect for the suggested event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿. Olympus will continue to monitor field performance for this device.